Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion upon device power up in the medicine east department. There was no patient involvement. No additional information is available.